Event description:
It was reported that a pump over infused tpn (programmed amount and delivery rate unk). The customer stated that the infusion ended at 9:00, when it was supposed to end at 13:00 the customer stated the event occurred at (B)(6). It was also reported that the pt cycled down with a 10% dextrose in water solution.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Eval could not reproduce the reported symptom. The device passed flow rate testing using programmed event parameters as found in the history log (rate: 94.3 ml/hr), as well as per the spectrum pm procedure. The device was determined to be operating within spec in relation to the reported symptom. The device was returned to the customer.